Event description:
It was reported that a (B)(6) female patient underwent breast augmentation with two (B)(6)breast implants. Post-operatively, the patient was diagnosed, via physical examination, with bilateral breast capsular contractures ((B)(6)). The breasts are characterized with firmness and pain. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacements were: (left) (B)(6) breast implant catalog: 3505004bc, lot: 9533084 sn: (B)(4) and (right) (B)(6) breast implant catalog: 3505004bc lot: 9573084 sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation with two 475cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via physical examination, with bilateral breast capsular contractures (baker grade iii). The breasts are characterized with firmness and pain. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacements were: (left) 500cc mentor breast implant catalog: 3505004bc, lot: 9533084 sn: (B)(4) and (right) 500cc mentor breast implant catalog: 3505004bc lot: 9573084 sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 475cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.